Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous coronary angioplasty was being performed on a mildly tortuous and severely calcified lesion in the left anterior descending coronary artery. A 2.75 x 38mm promus premier select stent was successfully deployed. After a post dilatation was performed, an edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 3.00 x 12mm promus premier select stent was implanted proximal to the first stent, overlapping it and covering the edge dissection. The patient was stable at the end of procedure.